Event description:
It was reported that the patient was "feeling funny" over the last couple of days. It was determined that the device was pacing at the upper sensor rate (usr) even though the patient was not involved in activity. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.